Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with symptoms of dyspnea dizziness and fatigue, no chest pains were reported. The capture thresholds could not be assessed due to the high rate, oversensing was noted. An echo was performed and exhibited an effusion that showed as fluid and not body fluids, no perforation. No additional information was available. The lead remained implanted.